Manufacturer narrative:
Device lot number corrected from 017440868 to 0017345561. Device expiration date corrected from 10/31/2016 to 09/30/2016. Device manufactured date corrected from 11/17/2014 to 10/11/2014. Device evaluated by MFR.: the device was returned for analysis. On visual inspection it could be seen that the shaft was fractured 42.5cm from the hub of the microcatheter and the inner liner was exposed 5.5cm in length, the shaft was also kinked in 3 places and 133cm from the hub of the microcatheter. The shaft was stretched near the kink at 121cm from the hub of the microcatheter. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating damage (black shiny marks appeared along the shaft). Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected to treat the lesion located in the liver. During unpacking, when the device was removed from the carrier hoop, it was noted by the physician that the shaft was fractured around the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected to treat the lesion located in the liver. During unpacking, when the device was removed from the carrier hoop, it was noted by the physician that the shaft was fractured around the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).